Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no physical external damage was found on the pump. Accuracy testing was performed to verify the reported issue. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No issues were found with the pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-9.35%." No adverse effects were reported.